Event description:
Procedure: lap chole. According to the reporter: the metal ring broke in half during the removal and the plastic sheath covering the ring dislodged and fell into the patient cavity. The piece was recovered and there was no patient injury reported.